Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the door was failed and unable to recover. A field service engineer confirmed that the new-style latches had been replaced the previous day by another fse due to an issue with door 1. Upon arrival, the issue was isolated to tower door 2, replaced the latch assembly and performed door testing using the hardware test application (hta), which passed successfully. The user successfully recovered the door and completed multiple inventories counts to verify functionality. No further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door was failed and unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.